Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify audio alarms due to blank display. Also, received with moisture damage on the motor and force sensor and missing the serial number label. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio issue and there was fluid in the battery compartment. The customer¿s blood glucose level was 175 mg/dl. Customer states o-ring was not in place. Customer states o-ring was not free of debris. Customer states battery cap was not damaged. The customer was advised to revert to the back-up plan. Customer states the home screen appeared on the display. The customer performed self test and it passed. The device will be returned for analysis.